Event description:
The bed accessory outlet allegedly caught fire. There were no injuries reported. The ac accessory cord was plugged into a wall receptacle with no equipment plugged into the accessory outlet at the time of the event.

Manufacturer narrative:
A follow-up report will be submitted after engineering evaluates the returned parts.